Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a female patient experienced high intraocular pressure (iop) after undergoing surgery for a glaucoma stent implant. The event was discovered four (4) weeks after undergoing surgery at the patient's postoperative appointment. Additional information has been requested.